Manufacturer narrative:
Evaluation summary the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. One representative sample was returned and visually inspected. From the visual inspection, the site cannot confirm the reported condition as there is no disconnect on the returned set. Visual inspection of the representative sample finds a partial disconnect between the value and the silicone tubing with slight movement of the silicone tubing. The initial reporter confirmed that the representative sample that was returned for evaluation was intentionally broken to show where the device with the issue had detached. The root cause could not be determined for this complaint. The associated data will be fed into the risk management quarterly report. At this time, there is not enough information and a corrective and preventative action(CAPA) will not be initiated. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak at the enplus connection.